Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
When used on a central venous catheter, air is drawn instead of blood during use. Additional information per response 09sep2025: could you confirm was there any patient got impacted? No. Could you provide additional detail to better understand the issue: the customer works in a pediatric intensive care unit and wants to draw blood from a patient with a central venous catheter. However, when aspirating, only air was drawn from this batch and no blood; another batch worked normally.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: it was reported that the syringe aspirated air during use. Four samples were provided to our quality team for investigation. Visual inspection of the samples revealed no damage or functional defects that would prevent proper aspiration. Functional testing confirmed that liquid was aspirated correctly, and leakage testing verified that the product met all required specifications. A device history review was performed for reported lot 2504073, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. Retained samples were requested for additional evaluation. Each product was visually inspected, and no damaged components or related defects were observed. In addition, a leak test was performed on all retained samples in accordance with established procedures and verified all product met required specification. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Results were reviewed for the reported lot and no issues related to this incident were identified. Based on the information available, we are unable to determine a root cause related to our product or process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.